Manufacturer narrative:
A case of discomfort at ipg site was reported to abbott. The battery was placed today (B)(6) 2023 by dr. And dr. At the wakemed raleigh campus. No complications during the procedure. After arriving in post-op, the patient was unable to move his lower extremities. After 30 minutes he regained some motor control in his right leg only and no movement in his left. No neuro monitoring took place during surgery. Dr. Decided to remove the scs device completely. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported that after an implant procedure the patient was unable to move his lower extremities. Surgical intervention was undertaken the same day on(B)(6) 2023, where the system was explanted.